Event description:
The user facility reported that a patient encountered multiple complications during impella cp support. Following implant, flow down the leg was slow and a pulse was not dopplerable. The decision was made to explant the pump and perform an abdominal aorta run off. The common femoral artery (cfa) became completely occluded at this point in time. A thrombectomy was scheduled, during which a dissection was noted to the cfa. The patient was taken to the operating room for an endovascular cut down and surgical repair. The patient was eventually weaned and explanted.

Manufacturer narrative:
The pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Manufacturer narrative:
Limb ischemia - reversible: after 1 day on support, the patient hasn¿t had doppler pulses. The pump was returned and inspected. No visual abnormalities were noted of the pump, which ran at nominal parameters in the lab. The cause of the limb ischemia - reversible was not determined due to insufficient clinical details. Vascular damage - peripheral vessel: during removal of the pump, a cfa dissection was noted when the pump was removed through a presumed clot. Cfa was completely occluded. It was noted during pump implant procedure that the pt's femoral artery was diseased. The pump was returned and inspected. No visual abnormalities were noted of the pump, which ran at nominal parameters in the lab. The cause of the vascular damage - peripheral vessel was most likely patient condition related due to noted disease of the patient's artery and dissection occurring during pump removal through a suspected clot. Thrombus: during removal of the pump, the patient began to clot everywhere requiring thrombectomy. The pump was returned and inspected. No visual abnormalities were noted of the pump, which ran at nominal parameters in the lab. Thrombus can be observed in the body or on the pump upon explant. When making a determination as to the cause of the thrombus, the following clinical information must be considered: patient's medical history, including any previous thrombotic events or conditions. Description of the location and characteristics of the thrombus (e.g., size, shape, consistency). Relevant laboratory test results, such as coagulation profiles and platelet counts. Imaging studies, including ultrasound, CT scans, or angiography, to assess the extent and location of the thrombus. Any underlying medical conditions or risk factors that may contribute to thrombus formation (e.g., atrial fibrillation, hypercoagulable states). Medications or treatments that the patient was receiving at the time of thrombus formation. Surgical or procedural details if applicable (e.g, cardiac catheterization). Any symptoms or clinical manifestations associated with the thrombus (e.g., pain, swelling, ischemic events). Presence of any other indwelling cannulae, lines, or devices such as ECMO, dialysis catheters, swan gantz catheters, central lines, etc. Response to any previous anticoagulation or thrombolytic therapies, if applicable. With a returned impella, the device could be inspected for any burrs or rough edges that may promote thrombus growth. To determine the true root cause of the thrombus, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the thrombus was not determined.